Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to dislodgment. This was confirmed through x-ray. Lead could not be repositioned, so physician opted to replace it. No additional adverse patient effects were reported.